Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -yes, returned 4/23/2021. G6 type of report - follow-up. H6 type of investigation-4101, 4109. H5 investigation conclusion - defect confirmed: supplier mfg./error asia (medline branded). H10 investigation report reads as follows: investigation summary: "04/30/2021 10:13:40 cst. (Rpipes). Medline quality received one case of dynd70772 with the lot 201bg574 for evaluation. It was reported that the sponge was left in the patient. This concern was logged as qa 200434459. Per the clinical investigation, it was found that the vaginal swab became detached from the stick and required retrieval by the surgeon. At this time, this concern will be confirmed as it was reported that the sponge stick detached inside a patient. A root cause was unable to be determined. Our manufacturing site will be notified of the issue. A retrospective review of the past year for this product indicated that there have been no prior complaints in regards to this issue. The division will continue to monitor this issue for trending. A three case replacement of dynd70772 was issued to the account per no cost sales order (B)(4). Ok to close."

Event description:
It was reported, vaginal swab became detached from stick and required retrieval.

Manufacturer narrative:
It was reported, vaginal swab became detached from stick and required retrieval by the surgeon. Reporter states, "they were prepping the vagina and the sponge became detached from the swab stick. Sponge was removed" (how the sponge was retrieved from the patient was not disclosed to manufacturer). Reporter states, no serious injury or follow-up care was required. Sample has not been returned for evaluation. No further information is available. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, vaginal swab became detached from stick and required retrieval.